Event description:
It was reported the colonovideoscope had an error 315 scope detection failure occur. The issue occurred during a diagnostic colonoscopy procedure. There was a minor delay until another scope was obtained and the anesthesia was extended minimally. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus did not confirm the event. Olympus did find that the light guide connector had fluid invasion, stain and corrosion causing no image and the printed circuit board and scope connector cover had fluid invasion, stain and corrosion. Olympus presumes the user was handling the subject device, fluid entered the scope connector and caused corrosion. Subsequently, electronic components had irregularity, which led to the suggested event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.